Event description:
The patient presented in the ER after receiving multiple shocks. Review of the egms appears that the device may be experiencing some noise and can be seen periodically in normal rhythm and being double counted. Noise was not reproducible. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.